Event description:
It was reported that during the implant of this transcatheter aortic valve in a patient with a previously-implanted non-medtronic surgical aortic valve, the valve was fully deployed at a depth of 3 mm on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc). Following deployment, under-expansion of the valve frame was observed. A post-implant balloon aortic valvuloplasty (bav) was performed under rapid pacing. During the bav, the valve dislodged to a new depth of -8 on the ncc and -6 on the lcc. Subsequently, a second valve was implanted in the patient. The second valve was implanted valve-in-valve.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter aortic valve in a patient with a previously-implanted non-medtronic surgical aortic valve (sav), the valve was fully deployed at a depth of 3 mm on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc). Following deployment, under-expansion of the valve frame was observed. A post-implant balloon aortic valvuloplasty (bav) was performed under rapid pacing. During the bav, the valve dislodged to a new depth of -8 on the ncc and -6 on the lcc. Subsequently, a second valve was implanted in the patient. The second valve was implanted valve-in-valve. Additional information was received to report the starting point of deployment was at the bottom of the pigtail catheter and as previously noted, the valve dislodged aortic. Per the physician, the existing sav had failed due to stenosis and this contributed to the constrained valve after deployment.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review. Patient¿s executive summary was provided for anatomical review. The patient had a previously implanted non-medtronic surgical aortic valve, reportedly a 27mm non-medtronic sav. Fluoroscopy valve load inspection was not performed thus it is not possible to validate a good load. During the first deployment attempt, the valve moved ventricular and was subsequently recaptured. The valve was deployed a second time at an adequate depth and the valve appeared to be under expanded. Per medtronic best practices, if a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. The valve was released, and a post implant dilatation was performed during which the valve dislodged aortic. A second valve was prepped, loaded and confirmed a good load. The dislodged valve was positioned in the ascending aorta and a second valve was successfully implanted on the first deployment attempt and appeared to be well expanded. The dislodged valve was not stable in the ascending aorta and was seen spinning in the ascending aorta. Attempts were made to snare the valve to a more stable position, and eventually the valve was snared to the aortic arch across the great vessels, and a balloon was inflated to possibly help stabilize it. As stated in the instructions for use (IFU): physicians should use judgment when considering repositioning a fully deployed bioprosthesis (for example, using a snare, balloon, and/or forceps). Repositioning the bioprosthesis is not recommended, except in cases where imminent serious harm or death is possible (for example, coronary occlusion). Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.